Event description:
On (B)(6) 2012, a certified diabetes educator reported the pt was hospitalized with diabetic ketoacidosis. The insulin amounts were reviewed on the infusion device, and the pt declined to complete troubleshooting at that time. F/u was completed with the pt on (B)(6) 2012. Pt experienced hyperglycemia as high as 300 mg/dl for approx 48 hours, and his target blood glucose is 100 mg/dl. He felt like he had the flu, and he attempted to lower his blood glucose by bolusing. He was taken to the hospital by his father on (B)(6) 2012 after his blood glucose did not decrease. His blood glucose was over 600 mg/dl when he arrived at the hospital, and he believes he was treated with an IV saline solution. He was released from the hospital on (B)(6) 2012. Pt does not know when the adapter was last changed and he was using an industrial strength battery. He was advised on the MFR's recommendation for each. Pt does not believe the infusion device caused the hyperglycemia, and he has resumed pump therapy and blood glucose has returned to normal. He was not able to provide the serial number of the infusion device due to bad eyesight. No product will be returned for eval.